Event description:
Event description guidant received information that during the attempted implant of this cardiac resynchronization therapy pacemaker (crt-p) the pacing systems analyzer (psa) revealed an impedance reading of greater than 2500 ohms. The setscrews for the left ventricular (lv) port did not come in contact with the lv terminal pins. The device will be returned for analysis.